Manufacturer narrative:
B3: journal published date used as event date as it is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: mohiuddin, a. Et al. (2025). One bird with two stones: left atrial appendage occlusion using two different devices. Jacc. (85) 12.

Event description:
Reported via literature article. It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system (wds) was used, and the closure device was implanted. At the 45-day routine follow up, a transesophageal echocardiogram (tee) revealed there was no residual leak. On a repeat tee performed two (2) years later, a 6mm gap was revealed around the closure device requiring an additional procedure where a non-boston scientific second occlusion device was implanted. Follow up tee demonstrated satisfactory exclusion of the laa.